Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. The left ventricular lead exhibited high impedance upon interrogation. Fluoroscopy was performed for possible lead fracture, but it showed an intact lead. The patient was stable, and will continue to be monitored.

Event description:
New information received notes that the lead also exhibited high capture threshold. The lead was capped and replaced on (B)(6) 2019. The patient was stable before, during and after the procedure.